Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and blood pressure high. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions type: dry skin"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes"), fatigue ("fatigue"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness") and urinary tract disorder ("urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had undergone essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anxiety, bladder disorder, fatigue, hormone level abnormal, headache, nausea, mood swings, vaginal haemorrhage, depression, dry skin, migraine, dysmenorrhoea, arthralgia, musculoskeletal stiffness and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dry skin, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, musculoskeletal stiffness, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for menorrhagia, psych injury. Date of insertion: (B)(6) 2006 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified): result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hold pelvic pain ('pelvic pain/chronic pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and blood pressure high. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions type: dry skin"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes"), fatigue ("fatigue"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness") and urinary tract disorder ("urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had undergone essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, female sexual dysfunction, abdominal pain, back pain, menorrhagia, anxiety, bladder disorder, fatigue, hormone level abnormal, headache, nausea, mood swings, vaginal haemorrhage, depression, dry skin, migraine, dysmenorrhoea, arthralgia, musculoskeletal stiffness and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dry skin, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, musculoskeletal stiffness, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for menorrhagia, psych injury. Date of insertion: (B)(6) 2006 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.